Manufacturer narrative:
(B)(4) other device used: catalog #00234702016, periarticular self-tapping screw. This report will be amended when our investigation is complete.

Event description:
It was reported that during trauma implant removal, trauma screws were noted as fractured. The screw heads were removed and the screw bodies remained implanted.